Event description:
It was reported that the device exhibited premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory. No sources of high current drain were found during testing. The battery was sent to the vendor for further analysis. An internal battery anomaly was found to be the cause of the premature depletion.